Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence, infection, abscess, fistula, adhesions, chronic pain, mesh erosion, mesh migration and nerve damage. Post-operative patient treatment included small bowel resection and multiple revision surgeries.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, infection, abscess, fistula, adhesions, chronic pain, mesh erosion, mesh migration, nerve damage, obstructions, seroma, draining, bleeding, odor from wound site, inflammation. Post-operative patient treatment included small bowel resection, multiple revision surgeries, enterostomy, removal of mesh, wound vac, negative pressure wound therapy, debridement, medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional ventral hernia. It was reported that after the implant, the patient experienced recurrence, infection, abscess, fistula, adhesions, chronic pain, mesh erosion, mesh migration, nerve damage, obstructions, seroma, bleeding, odor from wound site, inflammation, necrosis, foreign body giant cell reaction, fibrosis, loculated ascites, midline wound drainage, abdominal pain, foul-smelling discharge, fever, chills, edges of wound have fibrinous debris, bleeding wound, purulent drainage, <(>&<)> mesh unincorporated. Post-operative patient treatment included small bowel resection, multiple revision surgeries, enterostomy, wound vac, negative pressure wound therapy, debridement, medication, lysis of adhesions, negative wound pressure therapy, multiple partial mesh removal, IV antibiotics, wound exploration, <(>&<)> debridement.